Manufacturer narrative:
(B)(6). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device triggered a da (device alert) during a routine device check. The patient had been enrolled in a clinical study; no reported system changes were made at the time of the alert and no resulting adverse effects.